Manufacturer narrative:
Our investigation revealed, that it appears as though the switch had been caught in something and cracked the switch housing, and displacing internal components. Customer taped it back together and continued to use. The spring in the switch housing was displaced which caused it to remain on when not in use.

Event description:
Customer called and reported the switch has a crack, and must unplug to turn off.